Event description:
Pt arrived for dialysis treatment with no compliants. Bp 128/64, p 74, t 967 and weight 2.8 kg. Dialysis was initiated at 7:56 am without difficulty. Bp 137/71, p73, bfr 300, dfr 700 anf ufr 1.28. Pt reported no complaints during treatment bp 10/57-145/70. At 10:35 am pt screamed loudly and began to shake. She became unresponsive to verbal stimuli and appeared to be having a grand mal seizure bp 167/?. Dialysis was terminated and blood was returned. The pt was sent to the hosp and admitted for further eval. In the ER the pt continued to seize and was noted to have a run of ventricular tachycardia which reverted spontaneously. The seizure also ended spontaneously and the pt was awake and able to speak. The pt's initial lab showed na 128, k4.3, co211, cl 90, ca 11.1, ld 975, wbc 16.3, hgl 11.2, hct 32.7. The dialysis machine was removed from service and temperarure and blood during occlusion were checked and found to be satisfactory. On 5/20/96, the machine was removed from service beacuse pt complained of shortness of breath and feeling sick. She was sent to the hosp. Symptoms were found to be related to an abscess at her pacemaker site. The machine was evaluated by the co technical service and found to not be calibrated per it's specifications. The actual conductivity was low and the 3 printed circuit boards were incompatible with the device MFR, installed configuration software and the volumetric calibrations of the proportioning pumps were set incorrectly.